Manufacturer narrative:
(B)(4). Device evaluation summary: thirty-four unopened samples of product code j463, lot # mmm103 were received for evaluation. The complaint sample was not received. During the visual inspection of thirteen representative sample, no defects were found on the packages. The samples were opened and contain a strand per packet. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or fraying suture was observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the samples received no performance fraying suture intra-op were observed. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-83739, 2210968-2019-83740 and 2210968-2019-83741. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the device bunched up/frayed. It is unknown if a similar device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was available.